Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys free psa immunoassay (freepsa) and elecsys total psa immunoassay (tpsa) results for 1 patient tested on a cobas e 411 immunoassay analyzer. The customer tested two separate samples (sample a and sample b) from the same patient. This medwatch will cover tpsa. Please refer to the medwatch with patient identifier (B)(6) for information on the freepsa. For sample a: the initial tpsa result was 0.154 ng/ml with a repeat result of 0.163 ng/ml. The initial freepsa result was 4.91 ng/ml with a repeat result of 4.89 ng/ml. For sample b: on (B)(6) 2018 the initial tpsa result was 0.207 ng/ml. The same patient sample was tested on a cobas 8000 and a tpsa result of 0.158 ng/ml was obtained. On (B)(6) 2018 the initial freepsa result was 5.05 ng/ml. The same patient sample was tested on a cobas 8000 and a freepsa result of 4.43 ng/ml was obtained. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.